Event description:
It was further reported that the patient was initially admitted for cardiogenic shock.

Manufacturer narrative:
### A supplemental report is being submitted for additional information and correction. Additional information was received regarding the patient's date of death. Correction b5: the event description was corrected to include additional patient signs/symptoms. Correction h6: patient ime code and imf codes were updated. Annex g code was added. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for patient information. The patient identifier, age at event and date of birth were updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted as investigation summary was revised. Updated section: h6 h6:FDA method code(s), h6:FDA conclusion code(s) updated product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported high power and low power events were confirmed via log file analysis which revealed a sustained decrease in power consumption starting on 03/mar/2019 followed by a sharp increase in power consumption and estimated flows starting on 25/mar/2019 leading to parameters above the normal operating range. Twenty-six (26) low flow alarms were logged since 13/mar/2019 and one hundred and twenty-three (123) high watt alarms were logged since 25/mar/2019. Information provided by the site indicated that, in addition to the high and low power events, the patient was hospitalized with cardiogenic shock and a driveline infection which was caused by poor hygiene. Staphylococcus aureus organism was identified. It was also stated that the patient had septicemia and was suspected to have a pump thrombus in the inflow cannula. It was further reported that the patient had a left ventricular thrombus and was moved to the intensive care unit (ICU) under a high-risk condition. The patient was deemed to not be a surgical candidate and subsequently expired the next day. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, infection, worsening heart failure, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed 26 low flow alarms that were logged since 13-mar-2019 and 123 high watt alarms that were logged since 25-mar-2019. As a result the reported low flow and high power events were confirmed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion.possible clinical factors that may have contributed to this event include the patient¿s pr e-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a driveline infection which was caused by poor hygiene. (B)(6) organism was identified. During the hospitalization process a high-power alarm sounded. It was also stated that the patient had septicemia and was suspected to have a pump thrombus in the inflow cannula, which was associated with low flow alarms, high watts alarms and an increase in power consumption above normal operating range. It was further reported that the patient had a left ventricular thrombus and was moved to the intensive care unit (ICU) under a high-risk condition. The patient was deemed to not be a surgical candidate and subsequently expired the next day.